Event description:
It was reported that during a laparoscopic gastric bypass procedure, misfired when creating the stomach pouch due to the fact that it was longloaded which resulted in a post-operative leakage and re-operation. The customer knows that the reload was longloaded but has provided us with the device and a dvd for documentation. The procedure was completed ok, but complications appeared the day after. The following information has been requested. Please specific "misfired"? When was the loading issue identified? What were the patient's complications postoperatively? How is the patient currently? What intervention was required? Is the patient expected to have a full recovery? Was the user/account inserviced? Patient's preexisting condition(s)? Patient's age, weight and sex?

Manufacturer narrative:
Date sent: 10/19/2009. Eval summary: the analysis showed that the ets45 device was received in good visual condition and with two reloads present. Reload c was received fully fired. Reload b was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. Event could not be confirmed as no damaged due to a long loading was noted on the cartridge. A batch record review was performed and no anomalies were found during the manufacturing process.